Event description:
The olympus sales representative was informed that the customer ultra rigid telescope has a ¿bent shaft and damaged lens¿. The reported problem was found at reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the reported issue, dents/corrosion on the outer tube and broken rod lens inside the optical system. The inspection also noted corrosion on the distal end window frame and the eyepiece window unit has dents. The cause of the reported issue cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens, dented outer tube, and dented eyepiece funnel were likely caused by excessive force during use by the customer and the corrosion on the out tube was likely caused by incorrect reprocessing. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.